Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 rack analyzer. The initial result was 73.72 u/l. The repeat results on 07-dec-2023 were >10000 u/l with a data flag and 146575 u/l.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing. A general reagent problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.